Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds, rising thresholds. It was further reported that the right atrial (ra) lead exhibited atrial over sensing and far field r-wave (ffrw) oversensing. The rv his bundle lead and ra lead remain in use. No patient complications have been reported as a result of this event.